Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error and no delivery alarms on the insulin pump. Customer stated he was in the middle of giving a bolus when he received the no delivery alarm and the insulin pump rewound itself. Troubleshooting could not be performed for the no delivery alarm, as customer had changed out the set and was not continuing to have no delivery issues. His blood glucose was running between 280 and 375 mg/dl and was 330 mg/dl at the time of this report. Customer was not using the sensor feature on the insulin pump and was able to rewind the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.